Manufacturer narrative:
Citation: takeji y, taniguchi t, morimoto t, et al. In-hospital outcomes after savr or tavi in patients with severe aortic stenosis. Cardiovasc interv ther. 2024;39(1):65-73. Doi:10.1007/s12928-023-00942-x earliest date of publication used for date of event. Medtronic transcatheter valve brands used in the study: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of transcatheter aortic valve implantation (tavi) compared to surgical aortic valve replacement (savr) in a japanese cohort. The manufacturers/brand names of the devices used in the savr group (n = 580) were not disclosed. In the tavi group (n = 1,134), medtronic (evolut r/pro/pro+) and non-medtronic (sapien 3) valve brands were used. The following adverse outcomes occurred in the tavi group: stroke (disabling or non-disabling), major bleeding, major vascular complications, new atrial fibrillation, pacemaker implantation, patient-prosthesis mismatch, elevated mean aortic gradient (11.0 ± 4.8 mm hg), and acute kidney injury. The authors also recorded seven all-cause deaths during follow-up. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.